Event description:
It was reported that approximately 57 months post implant of a bifurcated device and a infrarenal aortic extension the patient entered the hospital urgently for a type 1 endoleak which had ruptured. The infrarenal aortic extension was more than 2.0 cm away from the renals during initial implant and there was a few mm of exposed aneurysm sac above the body. An additional cuff should have been placed during the initial implant. The patient is doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included the presence of chronic renal failure and the inability to tolerate contrasted CT surveillance. The patient's history might have contributed to this event in the form of disease progression. The use of antiplatelet therapy might have contributed to this event due to the known increased risk of bleeding complications. There was evidence to support a persistent type ia and type ii endoleak immediately post implant. The superior margin of the bifurcated stent was observed to be approximately 3 cm below the renal arteries. An MRI of the abdomen reported no endoleak one month post implant and a stable sac. However, the operative note 69 months post implant suggested that the type ia endoleak was acknowledged prior to the rupture. Sixty-nine months post implant, there was medical documentation to support a rupture and a previously-noted type ia endoleak; the imaging studies were not available for this assessment. The secondary procedure of a suprarenal cuff placement was confirmed. The stent was placed over the renal arteries because the patient was status post renal transplant (right iliac artery). The patient was discharged home on the twelfth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings the root cause could not be identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.